Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 90 mg/dl and 393 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in the values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Product has been requested back for an investigation. A follow up report will be filed once additional information is obtained.